Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms and the piston rewinds but then stops going forward to meet the reservoir. Customer's blood glucose was 389 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.